Event description:
Nellcor puritan bennett rec'd a call on 07/20/1998. Called to report the following problem: when unit is turned on in the back all leds come on and a constant solid audible alarm sounds. This happens in stand-by mode as well as in operating modes. The "led"s as well as audible alarms do not reset and the unit will not cycle.